Event description:
There is a crack in the tube. The incident occurred after 524 days after placement. This incident was found because the medical fluid leaked and the pt's skin was swollen. The device was removed and replaced.